Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was recorded as 2099. Supplemental testing revealed that the voltage level of the battery in charge to retain the date and time was below expectation. However, the controller was able to retain the date and the time when the real time clock was adequately charged. Functional testing revealed that the "no power" alarm did not sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below expectation. Visual inspection of the controller revealed a missing serial cap and unknown substance between both sides of housing. These observations are not related to the reported event and is likely due to the handling of the unit. The most likely root cause of the "no sound" event can be attributed to a faulty internal nimh battery. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer because it was erroneously logging the date as the year 2099. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.